Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running on its own.

Event description:
The micro sagittal saw was sent in for service without complaint. Upon eval at the MFR, it was found to run without user activation. No further info was available.